Event description:
Dr. Attempting to remove epidural needle from "tight" epidural space and needle separated from hub. Needle was retrieved from patient's back. Patient experienced no ill effects from incident.